Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not sure if they are working the machine right because it is not working. Patient said they press the button to get the program they need but for some reason it doesn't seem to be helping and they don't know if they're doing something wrong. Patient mentioned that they are having a return of symptoms and are not getting any results with their incontinence. Patient put new batteries in the programmer and the programmer and was able to connect to ins. Patient had ins turned off. Patient does not remember turning ins off. Patient was able to turn ins back on and felt stimulation at a comfortable level. Patient will maintain stimulation and monitor symptoms. Redirected to hcp if issue persists. Please note agent couldn't hear patient after agent asked for hcp information and then the call was disconnected.